Manufacturer narrative:
Upon reassessment of the reported event, it was determined this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown glenoid. Unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -   2017- 05184, 0001822565 - 2017 - 05186. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as lot number of the device involved in the event is unknown. Complaint history was unable to be performed as the part number and lot number are unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial right shoulder procedure. Patient is not revised and will not be. Following the initial procedure patient had pain and fracture.